Manufacturer narrative:
Replacement of the safety valve resolved the error. Function check and calibration passed.

Event description:
Hamilton medical ag received the following incident description: flow sensor cannot be calibrated.

Manufacturer narrative:
Replacement of the safety valve resolved the error. Function check and calibration passed. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective inspiratory valve. After replacing the servo module g5 (inspiratory valve), the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the servo module g5 (inspiratory valve) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: flow sensor cannot be calibrated.

Manufacturer narrative:
Replacement of the safety valve resolved the error. Function check and calibration passed. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6).

Event description:
Hamilton medical ag received the following incident description: flow sensor cannot be calibrated.